Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that she obtained error 5 messages on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she began getting error 5 messages around the friday of the week prior to contacting lfs. The patient manages her diabetes with tradjenta oral medication. She denied making any changes to her usual diabetes management routine after obtaining the error messages. She reported that on the friday evening, she became ¿dizzy¿ and called an ambulance. She stated that she was hospitalized and a blood glucose result of ¿229 mg/dl¿ was obtained on the doctor/hospital meter. She reported that she was treated by the healthcare professionals with ¿IV fluids." At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps and confirmed that her test strips were within expiry date and been stored correctly. The cca provided education to the patient and walked her through a retest. The patient successfully obtained a result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for what may have been an acute diabetes excursion after obtaining error 5 messages on the subject meter. The lfs products could not be ruled out as a cause or contributor to the event.